Event description:
It was reported that during implantation, one leaflet broke into three pieces and not all pieces were recovered. The patient was reported to be doing well. Additional information has been requested.